Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: g4, g7, h2, and h10. The initial reporter is a biomedical technician (bmet). The device was inspected before use and no other abnormality was found. The device was not used for the intended procedure. No patient involvement was confirmed. The intended procedure was performed with another similar device without any delay or adverse impact to the patient.

Manufacturer narrative:
Due diligence was executed for this event. There is no additional information available yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. A visual inspection of the device on the scope connector housing was performed and noted one of the contact pins were deformed/bent upwards which confirmed the user's reported complaint. During inspection, was noted wear on the housing surface right in front of the pin placement. The connection with one type of scope was loose and the scope socket had to be replaced. Inspection of the connection of other available test scopes and camera heads was performed; there are no connection issues as the test scopes and camera heads was able to be attached and detached from the scope connector. For each tests model (scopes/camera heads) attached, the image was produced on the monitor screen; there are no error messages noted during the tests. There was damage observed on the outer housing of the usb cable and cosmetic scratch on the top cover and front panel. This does not affect functionality.

Event description:
As reported for this event, during preparation for use the device video connectors were found to be broken and connection was not possible. There appeared to be a bent pin in the video camera connector. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was that the video connectors were found to be broken and connection was not possible. The user¿s complaint was confirmed. A visual inspection of the device on the scope connector housing was performed and noted one of the contact pins were deformed/bent upwards (buckled) which confirmed the user's reported complaint. During inspection, was noted wear on the housing surface right in front of the pin placement. The connection with one type of scope was loose and the scope socket had to be replaced. Inspection of the connection of other available test scopes and camera heads was performed; there are no connection issues as the test scopes and camera heads were able to be attached and detached from the scope connector. For each test model (scopes/camera heads) attached, the image was produced on the monitor screen; there are no error messages noted during the tests. There was damage observed on the outer housing of the usb cable and cosmetic scratch on the top cover and front panel. This does not affect functionality. Based on the above evaluation, a conjecture can be made that the contact pin buckling inside the video connector occurred in the following order. When inserting the scope connector into the scope connector socket on the device, the chipped part of the scope connector tip was caught on the contact pin inside the scope connector socket of the device. Since the scope was inserted further while the inserted scope connector was caught, the contact pins inside the scope connector socket of the device were pushed and then buckled. The instructions for use includes the following statements: connection of an endoscope. Confirm that the video connector of the videoscope are not damaged.